Event description:
On (B)(6) 2009, the patient reported that 30 minutes after adhering the infusion site to his skin, it falls off. He stated that he showers and dries his skin completely and uses IV prep wipe prior to adhering the infusion site. He stated that he has been taping the infusion site to his skin. He stated that he has minimal body hair and does not perspire excessively. No physiological effects were reported. He was sent adhesive dressings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.